Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, preceding/simultaneous bone augmentation, bone resorption, peri-implantitis, inflammation, mobility.